Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead one day after the new system was implanted. Reprogramming was performed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.